Event description:
This female patient was identified during an active online listening program. The patient had essure inserted. The report describes a case of salpingitis ("infection in fallopian tubes"), hydrosalpinx ("hydrosalpinx") and pelvic pain ("chronic pelvic pain / pain / pains for 7 years"). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced allergy to metals ("found she is allergic to nickel/nickel allergy 2 months ago"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). At the time of the report, the allergy to metals, salpingitis, hydrosalpinx and pelvic pain outcome was unknown. The reporter considered allergy to metals, hydrosalpinx, pelvic pain and salpingitis to be related to essure. The reporter commented: she lived a nightmare during 7 years, without knowing that essure was causing all of her pains. Two months ago she knew she is allergic to nickel. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This female patient was identified during an active online listening program. The patient had essure inserted. This case was reported by a consumer and describes the occurrence of salpingitis ("infection in fallopian tubes"), hydrosalpinx ("hydrosalpinx") and pelvic pain ("chronic pelvic pain / pain / pains for 7 years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced allergy to metals ("found she is allergic to nickel/nickel allergy 2 months ago"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). At the time of the report, the allergy to metals, salpingitis, hydrosalpinx and pelvic pain outcome was unknown. The reporter considered allergy to metals, hydrosalpinx, pelvic pain and salpingitis to be related to essure. The reporter commented: she lived a nightmare during 7 years, without knowing that essure was causing all of her pains. Two months ago she knew she is allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.